Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent on mesh revision, endometrial ablation and d&c on (B)(6) 2009 and mesh revision and tubal ligation on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05110. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic pain, dysuria, urinary retention, frequency, and urgency.

Event description:
It was reported that following insertion the patient experienced chronic pelvic pain, dysuria, urinary retention, frequency, and urgency.